Event description:
It was reported that the patient experienced migration of the reservoir to the right inguinal area with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the reservoir was replaced. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.